Event description:
A center director reported pt with 'spontaneous corneal abrasion' of the right eye at photorefractive keratectomy (prk) post-operative visit. Pt with complaints of foreign body sensation and tearing. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).